Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 400mg/dl. The customer stated that the insulin pump had a constant tone and a blank display. Assisted the customer inserted a new battery, but the anomaly continued. Troubleshooting was performed. The customer stated that he was placed on antibiotics due to a cold, lung infection, and bronchitis, which may have caused the glucose level to rise. The customer stated that his blood glucose increased after being diagnosed. Ran a fixed prime and high pressure test and the tests passed. Reviewed the alarm history and found an error alarm. The customer called back and stated that a new battery was installed again and the insulin pump appears to be functioning properly. The customer stated that he does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.